Event description:
It was reported the customer complained about the way the platinum nitinol guidewire is delivered. "The stiff end is in the pink introducer. Before using it, the introducer has to be removed and the guidewire has to be inserted the other way round into the introducer before he can use it".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).